Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump had a keypad anomaly yesterday; she was programming a bolus and her carbohydrate numbers began to scroll on their own. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Today the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the tubing. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.